Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the right ventricular pacing lead impedance and capture threshold had been increasing over time. Lead damage was suspected but not confirmed. The lead was capped and replaced and there were no adverse consequences to the patient.